Event description:
The customer reported that while in use, the displays for the xhibit central station stopped displaying video. There was no patient or user harm associated with this event.

Manufacturer narrative:
A field service engineer (fse) went on site and was able to verify the reported issue. The fse found that the displays were set to an incorrect input setting, and once the correct input setting was selected, the device would display as expected. However, during the repair, the device was found to have corrupted software. The fse installed a spare unit at the site and returned the reported device to spacelabs healthcare for evaluation. The spacelabs equipment service center (esc) technician found that the device was full of dust and debris. A buildup of dust/debris in the unit can cause the device to overheat, which can lead the hardware failure or software corruption. While the exact cause of the software corruption could not be determined, it is likely that the device had overheated which resulted in the software corruption.